Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that calibration was performed. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during an l3-l4 and l4-l5 transforaminal lumbar interbody fusion (tlif.) It was reported that there was a shift of registration by 4mm between the navigation system and the c-arm. When the site used the navigation system after an exposure with the c-arm, there was a shift/inaccuracy between what they saw on the screen versus reality. There was a reported delay to the procedure of at least forty-five minutes due to this issue before the surgeon opted to abort the use of navigation. There was no reported impact on patient outcome.

Manufacturer narrative:
H2) additional information was added to b5. H3) the manufacturer representative went to the site to test the navigation system. There was a shift of registration between the na vigation and microscope system. At this time no hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred intraoperatively during an l3-l4 and l4-l5 transforaminal lumbar interbody fusion (tlif.) There was a reported delay to the procedure of at least forty-five minutes due to this issue before the surgeon opted to abort the use of navigation. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. There were a lot of "infrared interference errors" observed in the logs. Apart from that, there were no abnormalities observed related to the reported behavior. Software logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: the concomitant product that was previously reported had the wrong product number. The correct product number is 9735740. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.